Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is attributed to a faulty electrical component inside the generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was returned for failure analysis with the reported issue of multiple errors. The issue was confirmed through logs, which confirmed multiple errors on same date with different timings. Functional testing revealed that the iesu generated error upon startup. Additionally, a review of the internal error log showed the presence of errors.

Event description:
It was reported prior to start of the da vinci assisted surgical procedure, there were multiple errors on the integrated electrical surgical unit (iesu). The technical service engineer (tse) advised attempting multiple steps to clear the error. However, iesu faulted with errors even with all cables disconnected. The customer did not have a forcetriad generator or a backup tower. The customer reported event has no report of patient injury.